Event description:
At approximately [time redacted] the intra-aortic balloon pump (iabp) device failed on patient. The balloon appears to have ruptured while emplaced axillary. The device was saved for further investigation. No harm to the patient.